Event description:
Resident fell while being monitored by a bsn-075 sensor pad. Pad and monitor failed to signal care giver.

Manufacturer narrative:
Sensor pad failed to alert caregiver that resident was out of chair, we conducted a full functional test on the monitor and pad. The pad and monitor were fully functional. The pad and monitor continued to be fully functional after the incident.